Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No display anomaly was noted. The insulin pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump had scrolling numbers and had an unresponsive keypad. The blood glucose reading was 5.4 mmol/l. The caller stated that a new battery had been inserted into the insulin pump to troubleshoot, and there were no alarms on the device except low reservoir. Advised replacement of the insulin pump due to the possibly keypad malfunction. Nothing further reported.